Event description:
As noted in a publication, iliofemoral thrombosis secondary to iliac compression syndrome in double inferior vena cava. A (B)(6) female presented with a 1-week history of left lower extremity swelling, pain, and erythema. The pain was continuous and dull in nature with pain score of 9/10. The pain was aggravated by movement and slightly relieved by rest and cold compression. She did not experience any shortness of breath, chest pain, or fever. On physical examination, she was hemodynamically stable and was not in distress. Her left lower extremity was warm, erythematous, swollen, and tender. Her risk factors for dvt included a significant family history of recurrent dvt and use of oral contraceptive pills for 1 year. There was no history of trauma or recent long-distance travel. Her complete blood count and basic metabolic profile were within normal limits. However, her prothrombin and activated prothromboplastin times were 14.8 seconds and 36.9 seconds respectively, with an inr of 1.2. Her fibrinogen level was significantly elevated at 856 mg/dl. Initial imaging with lower extremity doppler revealed a large, occlusive dvt extending from the left tibial vein to the left common iliac vein. There was also evidence of d-ivc on the initial doppler imaging study. A computed tomography (CT) scan confirmed d-ivc and a filling defect in the left common iliac vein and no pulmonary embolism. Screening for thrombophilia revealed a heterozygous mutation for factor v leiden. She was started on anticoagulation therapy with intravenous heparin but continued to have significant pain and swelling of the leg with preservation of arterial pulses. Considering the thrombus burden and increased risk of post-thrombotic syndrome, a decision to perform venous thrombectomy was made. Pelvic iliac venography was performed, which showed the d-ivc anomaly. A connection was noted between the right common iliac vein and the left inferior vena cava (ivc). A decision was made at this point to deploy ivc filters into both right and duplicate left ivc in the infrarenal positions, as there was dynamic flow between the left ivc into the right ivc at both iliac and suprarenal levels. There was also left thoracic azygos flow from the left ivc. Two optease filters (cordis corporation) were deployed, with one in the left ivc and another in the right ivc in the infrarenal position. Venography performed after the deployment of filters confirmed the appropriate deployment level. Access was then obtained at the left posterior popliteal vein and a 5 fr cragg-mcnamara thrombolytic infusion catheter (covidien inc) was advanced into the left common iliac position. Unfractionated heparin followed by tissue plasminogen activator (tpa) infusion (2mg/hour for 6 hours followed by 1mg/hour) was administered via the cragg-mcnamara catheter in an ICU setting for 24 hours. She was then brought back to the catheterization laboratory the next day for venography and her residual thrombus burden was assessed. Venography was performed with demarcation of the limits of residual thrombus and showed some improvement in blood flow. An 8 fr, 30 cm therapeutic length trellis device (covidien inc) was then advanced with the distal port in the left common iliac vein and proximal port in the left deep femoral vein. Trellis thrombectomy was performed for 10 minutes with a total of 10 mg of tpa administered. Thrombus material was aspirated. The therapy was once again repeated, from the left deep femoral vein to the left popliteal vein. Final images were obtained which showed marked improvement in blood flow. Her left lower extremity swelling along with symptoms of dvt significantly improved within 24 hours and she was discharged home after being started on warfarin oral anticoagulation therapy. Three weeks later, she was brought back to the cardiac catheterization laboratory for venography and for possible removal of the ivc filters. Venography revealed re-occlusion of the left iliac system secondary to thrombus. A decision was made to proceed with balloon angioplasty of the left iliac system. After multiple balloon dilatations, intravascular ultrasound (ivus) was performed, which revealed compression of the left iliac vein by the right iliac artery. Two self-expanding 12 mm x 60 mm and 10 mm x 60 mm protégé gps self-expanding stents (covidien inc) were then deployed into the left common iliac venous system. There was excellent flow through the stents via both wide-open bilateral ivc and pelvic connectors. We chose not to remove the ivc filters at this juncture because of the presence of extensive clot burden. The pelvic connector between left ivc and right iliac vein was noted to be behind the aortoiliac bifurcation and was compressed. Ivus of the pelvic connector was performed, which confirmed the suspicion of compression. After performing balloon dilatation of the compression, a 12 mm x 40 mm protégé gps self-expanding stent was deployed which subsequently showed excellent flow in the connector and in bilateral ivc. Two weeks later, she underwent venous doppler, revealed normal flow in bilateral ivc, the iliac veins and bilateral lower extremity. She also underwent repeat venography, which confirmed patent stents with good blood flow through the left iliac system and no recurrence of thrombus formation. Both ivc filters were removed. She was continued on warfarin anticoagulation and was followed up in an outpatient clinic after 1 month without recurrence of symptoms. One year later, she became pregnant and carried the pregnancy with no complications under the care of hematology, obstetrics and gynecology, and cardiology. During her pregnancy, she was treated with enoxaparin sodium injections daily and this was later substituted with heparin in the 36th week of her pregnancy. She had an uneventful pregnancy and delivery with no recurrence of dvt. At 2 years, she has remained asymptomatic with no recurrence.

Manufacturer narrative:
Complaint conclusion: as noted in a publication, iliofemoral thrombosis secondary to iliac compression syndrome in double inferior vena cava. A (B)(6) female presented with a 1-week history of left lower extremity swelling, pain, and erythema. The pain was continuous and dull in nature with pain score of 9/10. The pain was aggravated by movement and slightly relieved by rest and cold compression. She did not experience any shortness of breath, chest pain, or fever. On physical examination, she was hemodynamically stable and was not in distress. Her left lower extremity was warm, erythematous, swollen, and tender. Her risk factors for dvt included a significant family history of recurrent dvt and use of oral contraceptive pills for 1 year. There was no history of trauma or recent long-distance travel. Her complete blood count and basic metabolic profile were within normal limits. However, her prothrombin and activated prothromboplastin times were 14.8 seconds and 36.9 seconds respectively, with an inr of 1.2. Her fibrinogen level was significantly elevated at 856 mg/dl. Initial imaging with lower extremity doppler revealed a large, occlusive dvt extending from the left tibial vein to the left common iliac vein. There was also evidence of d-ivc on the initial doppler imaging study. A computed tomography (CT) scan confirmed d-ivc and a filling defect in the left common iliac vein and no pulmonary embolism. Screening for thrombophilia revealed a heterozygous mutation for factor v leiden. She was started on anticoagulation therapy with intravenous heparin but continued to have significant pain and swelling of the leg with preservation of arterial pulses. Considering the thrombus burden and increased risk of post-thrombotic syndrome, a decision to perform venous thrombectomy was made. Pelvic iliac venography was performed, which showed the d-ivc anomaly. A connection was noted between the right common iliac vein and the left inferior vena cava (ivc). A decision was made at this point to deploy ivc filters into both right and duplicate left ivc in the infrarenal positions, as there was dynamic flow between the left ivc into the right ivc at both iliac and suprarenal levels. There was also left thoracic azygos flow from the left ivc. Two optease filters (cordis corporation) were deployed, with one in the left ivc and another in the right ivc in the infrarenal position. Venography performed after the deployment of filters confirmed the appropriate deployment level. Access was then obtained at the left posterior popliteal vein and a 5 fr cragg-mcnamara thrombolytic infusion catheter (covidien inc) was advanced into the left common iliac position. Unfractionated heparin followed by tissue plasminogen activator (tpa) infusion (2mg/hour for 6 hours followed by 1mg/hour) was administered via the cragg-mcnamara catheter in an ICU setting for 24 hours. She was then brought back to the catheterization laboratory the next day for venography and her residual thrombus burden was assessed. Venography was performed with demarcation of the limits of residual thrombus and showed some improvement in blood flow. An 8 fr, 30 cm therapeutic length trellis device (covidien inc) was then advanced with the distal port in the left common iliac vein and proximal port in the left deep femoral vein. Trellis thrombectomy was performed for 10 minutes with a total of 10 mg of tpa administered. Thrombus material was aspirated. The therapy was once again repeated, from the left deep femoral vein to the left popliteal vein. Final images were obtained which showed marked improvement in blood flow. Her left lower extremity swelling along with symptoms of dvt significantly improved within 24 hours and she was discharged home after being started on warfarin oral anticoagulation therapy. Three weeks later, she was brought back to the cardiac catheterization laboratory for venography and for possible removal of the ivc filters. Venography revealed re-occlusion of the left iliac system secondary to thrombus. A decision was made to proceed with balloon angioplasty of the left iliac system. After multiple balloon dilatations, intravascular ultrasound (ivus) was performed, which revealed compression of the left iliac vein by the right iliac artery. Two self-expanding 12 mm x 60 mm and 10 mm x 60 mm protégé gps self-expanding stents (covidien inc) were then deployed into the left common iliac venous system. There was excellent flow through the stents via both wide-open bilateral ivc and pelvic connectors. We chose not to remove the ivc filters at this juncture because of the presence of extensive clot burden. The pelvic connector between left ivc and right iliac vein was noted to be behind the aortoiliac bifurcation and was compressed. Ivus of the pelvic connector was performed, which confirmed the suspicion of compression. After performing balloon dilatation of the compression, a 12 mm x 40 mm protégé gps self-expanding stent was deployed which subsequently showed excellent flow in the connector and in bilateral ivc. Two weeks later, she underwent venous doppler, revealed normal flow in bilateral ivc, the iliac veins and bilateral lower extremity. She also underwent repeat venography, which confirmed patent stents with good blood flow through the left iliac system and no recurrence of thrombus formation. Both ivc filters were removed. She was continued on warfarin anticoagulation and was followed up in an outpatient clinic after 1 month without recurrence of symptoms. One year later, she became pregnant and carried the pregnancy with no complications under the care of hematology, obstetrics and gynecology, and cardiology. During her pregnancy, she was treated with enoxaparin sodium injections daily and this was later substituted with heparin in the 36th week of her pregnancy. She had an uneventful pregnancy and delivery with no recurrence of dvt. At 2 years, she has remained asymptomatic with no recurrence. Due to the nature of the complaint, the devices remain implanted and the sterile lot numbers are not provided in order to conduct a lot history review. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant products: 5f cragg-mcnamara thrombolytic infusion catheter (covidien inc) the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Case report citation: dr. Kwan s. Lee (2015, april). Iliofemoral thrombosis secondary to iliac compression syndrome in double inferior vena cava. Vascular disease management, 54-61. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2015-00296 and 9616099-2015-00297 the publication has been attached to this med watch report. Due to the nature of the complaint, the event date is an estimation.